Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months post filter deployment, filter explant was scheduled. Contrast injection revealed, minimal thrombus towards the apex of the filter apposition to the ivc wall, but otherwise normal patency and caliber of the ivc. Filter cone was unsuccessful at aligning the apex of the filter. An introducer was advanced over the filter but was unable to complete the extraction of the filter feet. Then the filter was removed successfully with relatively large amount of force applied to the snare. Therefore, the investigation is confirmed for the retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, unsuccessful attempts were made to engage the apex of the filter using snare and filter cone but were unsuccessful due to difficulties in aligning the apex of the filter. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and thrombus was present on the filter. The device was removed. The current status of the patient is unknown.